Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error - per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support, and the pump performed as intended. Reportedly the customer was pre-filling the cartridge. Clinical support informed the customer that pre-filling the cartridge was off-label per the tandem user guide. Customer successfully resumed insulin deliveries. Customer¿s blood glucose level was 220 mg/dl.